Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was damaged during a left ventricular assist device (lvad) procedure. This lead exhibited high out of range pacing impedances measuring greater than 2000 ohms and had sensing issues. Subsequently, this lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.